Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved or contraindicated use (stent graft was implanted in a patient with an aortic neck angulation that is greater than 60 degrees).

Event description:
Additional information was received as follows: it was reported that the patient presented to ER with an injury and blood loss unrelated to the procedure; however, a CT found a significant type b dissection which could have been caused by the guide wire or possibly the suprarenal struts of the device. The patient will be monitored.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 56.5 mm diameter abdominal aortic aneurysm. The aortic neck was severely angulated at 60 ¿ 70 degrees with proximal thrombus present and it was 3 cm in length, 23 mm in diameter from proximal to distal. The aortic bifurcation measured 26 mm in diameter. The left iliac artery was 14 mm, 18, 20, 16, 18 mm in diameter from proximal to distal. It was reported that the physician chose to deploy the bifurcated stent graft low as the neck was severely angulated. There was a proximal type I endoleak noted on the final angio. The physician placed a 28 mm endurant cuff which was deployed with approximately 2 mm of encroachment on the left renal artery and the type I endoleak was either gone or a very small residual endoleak remained. No intervention was done about the encroachment as it was not enough to be a concern. The endoleak might have been a type IV. Also the patient had a hematoma on the left side at the conclusion of the procedure which was the contralateral limb side. The cause of the hematoma was that the closure method that was employed on that side did not work. The physician performed the procedure percutaneously. The physician held pressure to treat the hematoma as opposed to a stitch. N o additional clinical sequelae were reported and the patient is fine.